Event description:
According to the customer on 11/19 in the middle of a left heart cath, "the syringe was connected to the back end of the manifold while flushing the manifold it started to unscrew or back itself off."

Manufacturer narrative:
According to the customer on 11/19 in the middle of a left heart cath, "the syringe was connected to the back end of the manifold while flushing the manifold it started to unscrew or back itself off. The scrub tech had flushed and injected multiple times during the procedure. The physician then took the manifold to flush and the syringe was loose causing bloody hep saline to spray. This splashed the tech". There are no visible cracks and deformities to the syringe. The facility stated another syringe was used and it worked with the manifold. The facility stated there was no patient involvement but the staff member had to go to the ed for eye wash. Due to the blood exposure to the staff, the patient needed to have a disease panel and hiv panel drawn. The procedure was completed. The facility stated the individual is doing fine. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.